Manufacturer narrative:
The recipient reportedly resumed device use.

Manufacturer narrative:
Revision surgery is scheduled due to the infection being too close to the implant site. The infection may be due to the recipient's magnet strength. The magnet strength was reduced and moleskin tape was used. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional treatment details will not be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient will reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device history record revealed rework at the electrode pads. This is believed to be unrelated to the complaint. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. The recipient was prescribed two rounds of antibiotics. There appears to be fluid under the skin at the implant site.